Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for lumbar radiculopathy and non-malignant pain. It was reported that the patient stated for the past '4-5 months, ' they have been unable to connect to their pump to bolus. The patient stated they bolus every 2 hours and have 10 per day. The manufacturer's patient services specialist (pss) reviewed how to clear data from the controller. While on the call, the patient was able to successfully connect to the pump. The patient will call back if further assistance is needed.